Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspect faulty main printed circuit board (pcb) where it was evaluated however the reported issue was unable to be reproduced.

Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite and evaluated the suspect device. The fsr replaced the main printed circuit board (pcb) and turbine and the device is now working normally. The fsr ran the operational verification procedure and user verification tests and the device passed to factory specifications. The turbine was evaluated and the reported issue was reproduced and is being addressed through an internal investigation. Upon completion of the investigation for the additional components replaced a follow-up report will be submitted at that time.

Event description:
The customer stated that the diaphragm does not move when trying to trigger a breath. There was no patient involvement at the time of the incident.